Manufacturer narrative:
The device involved in this event will not be returned for evaluation and remains implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially implanted with an afx device to treat an aneurysm. It was reported that the patient received a CT scan follow-up revealing a type 3b endoleak and a complete endograft relining was performed with success on an unknown date. As of the date of this report there have been no additional patient sequelae reported. The patient status is unknown and no additional information was provided. This event was discovered during literature review of the journal of vascular surgery; this report is to address patient 7 of 7.